Event description:
It was reported: revision--groin pain. Ortho surgeon stated that "extra residue remained on the surface of the acetabular shell after manufacturing. This residue resulted in early loosening of the shell. Each patient required revision hip surgery to replace the shells with new ones."